Event description:
Details of incident unknown but treatment of pt involved infusion of diamorphine via syringe driver. Device returned to initial rptr in UK by south wales police as part of an investigation into a suspicious death.